Event description:
It was reported to philips that the system gave a warning message indicating that the automatic position control (apc) was unavailable. The system was in clinical use at the time of the reported event. There was no allegation of a serious injury to the patient or user. An investigation into this complaint has been initiated by philips.